Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing occurred. There was an allegation of coma, hypoglycemia as a result of this event.

Manufacturer narrative:
(B)(4). Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08720 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The low reservoir alarm was set to 20.0 units. Programmed and delivered a test bolus. After the test bolus was completed and the units left in the reservoir was 20.0 units, the unit properly alarmed low reservoir during testing. Unit had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. Unit uploaded properly using carelink. Data analysis: (the patient was found inanimate on sunday 14th of october at 10 pm by his wife.) (B)(6) 2018 dailytotalofallinsulindelivered = 48, (B)(6) 2018 dailytotalofallinsulindelivered = 72 ,(B)(6) 2018 dailytotalofallinsulindelivered = 72, (B)(6) 2018 dailytotalofallinsulindelivered = 75.375, (B)(6) 2018 dailytotalofallinsulindelivered = 67.775. There was only one bolus that was programmed and delivered on 10/14/2018 for 24.0 units. (B)(6) 2018 15:22:42.000 normalbolusamountprogrammed = 24, bolusamountdelivered = 24. On (B)(6) 2018 to (B)(6) 2018 there were multiple normal bolus programmed of 24.0 units and (2) 35.0 units. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.